Manufacturer narrative:
The alleged complaint could not be confirmed. Microport was contacted by a patient regarding a possible allergic reaction to the knee replacement. These products had been implanted for approximately 34 months at the time of this complaint. To the knowledge of microport, no revision has yet occurred. Additionally, no clinically relevant documentation is available to confirm this complaint. The microport knee systems package insert (150806-2) lists "allergic reactions to materials; metal sensitivity that may lead to histological reactions" as possible adverse effects of total knee arthroplasty. This issue will continue to be monitored through complaint tracking. (B)(4).

Event description:
Allegedly, patient had an allergic reaction due to implantation of hip system.